Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from 09/24/2013 to 09/25/2013. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. One used infusor was received with the pcm attached. Upon receipt, visual inspection of the infusor unit showed no signs of physical abnormality that could have caused the reported condition. A flow rate test was performed by attaching the pcm to the infusor unit. As a result, the flow rate was found to be within specification. The infusor with pcm attached was filled with a dextrose solution, and flow was visually observed at the infusor¿s luer; this is normal because the flow came from the attached infusor. The reported condition was not confirmed. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
It was reported that a basal/bolus infusor was involved in an over-infusion incident. This occurred during patient infusion of an unknown drug, while the device was connected to a 2 ml patient control module (pcm). The reporter stated that the flow was faster than usual and a free flow seemed to occur. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 2 of 2 for this patient/event.